Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed. The device was not returned for investigation. The root cause of the vascular damage - peripheral vessel issue was not determined since product was not returned and there is a lack of clinical details.

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a failure of a closure device resulting in the need for surgical intervention to close the impella access site. Patient required surgical intervention to close groin post procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.